Manufacturer narrative:
Unit received with partially broken off reservoir tube lip and missing reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to damage to reservoir tube lip. Unit received with cracked case at display window corners, display window, reservoir tube window, reservoir tube window corners and battery tube threads. Unit received with minor scratched display window and case. Unit received with missing end cap sticker.

Event description:
The customer was reported via phone call that, the liquid crystal display screen was damaged and the insulin pump had crack. The blood glucose was unknown at the time of the incident. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.